Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. The complaint is confirmed based on the product codes provided. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The root cause is attributed to user error. Device labeling clearly shows product size. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised to address pain and clicking. Found incorrect size femoral head component was used.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/13/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, unstable hip and malpositioned cup. Lab values indicated elevated metal ions. The stem has already been reported on (B)(4). There is no new additional information that would affect the existing investigation. The complaint was updated on:12/3/201.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).